Manufacturer narrative:
Pump received with normal operating currents and passed all functional testing including the self test, restart error, displacement, rewind, basic occlusion, occlusion, prime, system sensor and excessive no delivery tests. Unit was programmed with correct time and date. Unit was monitored for 6 days with a 1.0 u/hr basal rate. Several boluses were programmed and delivered during this period. Connected pump to a test bg meter and bg meter communicated properly with the pump. All bg values were transferred to the pump without errors. Pump was downloaded to carelink pro. Carelink and history files and pump bolus history and daily total files show bg meter activity and bolus delivery on (B)(6) at 10:43 pm and 10:45pm. On (B)(6) at 5:11am history file shows a bg meter event with a transfer value 254 mg/dl however, report shows no bolus program activity or delivery at 5:11am. Unable to confirm if any manual bolus programmed or delivered by the user on (B)(6) at 5:11am due to overwritten event history.

Event description:
The mother of a customer reported via phone call that the insulin pump shows items in the bolus history they do not remember programming. The customer also stated that the bolus history does not show bolus information that they do remember programming. The customer's blood glucose reading was 578 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.